Event description:
A (B) (6) customer tested his blood glucose and received a reading of 13.3 mmol/l (239 mg/dl) using his contour link meter. He retested using another meter and received a reading of 5.6 mmol/l (101 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have time to troubleshoot his contour ts system and ended the call. No product will be returned at this time.